Event description:
It was reported that the ilet pump¿s housing began peeling or separating after several months of use, though the device continued to function and blood glucose control was reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included device replacement logistics and user education on shutdown, data syncing, and startup of the replacement unit. Investigation of this device revealed a physical enclosure/seam separation consistent with screen bezel or exterior housing separation, with no functional performance issues or alerts observed. It was concluded, based on previously established findings for similar reports, that the cause was a device component mechanical integrity issue of the exterior housing.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.